Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e0207 delirium.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had severe lethargy, fainted and became unresponsive. The patient as taken to the hospital. At the hospital, the nurse checked a bg and it was 90 points off from the cgm. Prior to going to the hospital, the patient's daughter stated the cgm was showing a bg between 250 and 400 mg/dl which prompted the patient administer insulin. At the hospital, the patient was treated with IV fluids. On (B)(6) 2025, the patient was transferred to a different hospital because she was unwell and was delirious. She was admitted to the intensive care unit and was there for four days. Another bg was taken and it showed that her bg was approximately 130 point higher than the cgm. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.